Event description:
Customer reported elevated red blood cell (rbc) test results were obtained for the quality control samples when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no impact to patient results, as patient samples were not tested on the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 10/08/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the red blood cell (rbc) results were elevated for the quality control samples, and the startup had failed for rbc and platelet parameters. The rbc dispenser was defective and was replaced. The instrument passed startup and all controls. (B)(4).